Event description:
Drill broke in joint while doing foot surgery. Noticed on the post op x-ray and when the tech was washing the instruments, patient returned to the operating room for removal. Broken bit removed intact with no issues and patient is doing well post operatively. According to the manufacturer they have had no other events with this drill.